Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.